Event description:
Additional information was received. No further information could be obtained despite attempts as the patient with this system followed with a different provider.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit four months post implant, a pocket decubitus was noted. A decision regarding revision is intended in the future. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. Should additional information become available, this event will be updated.